Event description:
It was reported that the patient presented for a checkup. Upon device interrogation, the pacemaker could not be interrogated with multiple programmers. The device was explanted and replaced. The patient was noted as being stable.

Manufacturer narrative:
The reported events of inability to interrogate were confirmed. The device was received with no telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.